Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that he obtained blood glucose readings of 21 mg/dl and 337 mg/dl within 2 minutes on the contour next meter. The customer had no symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. The customer also returned the contour next (connected) meter, which was not implicated to be involved in the event. No test strips were returned. The returned meters were tested with the in-house contour next test strips, which gave a satisfactory performance.